Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal sufentanil via an implantable pump for malignant pain and peripheral neuropathy. The dose and concentration were unknown. It was reported the patient¿s pump began floating in 2006. There were no further complications reported or anticipated.